Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately 5-10 minutes into the procedure. A second spyscope ds ii was used and the same problem occurred. They unplugged the catheter, wiped down the attachment that goes into spy capital; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.